Event description:
The biomedical engineer (bme) reported that the patient passed away while being monitored on the zm transmitter. It was reported that the central nurse's station (cns) did not alarm for a bradycardia when the patient dropped from 80 to below 20bpm. However, a review of the device logs verified that the device did alarm bradycardia at 03:24 and the alarm ended at 03:31. The logs also revealed an excessive amount of "electrode off" error messages.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the patient passed away while being monitored on the zm transmitter. It was reported that the central nurse's station (cns) did not alarm for a bradycardia when the patient dropped from 80 to below 20bpm. However, a review of the device logs verified that the device did alarm bradycardia at 03:24 and the alarm ended at 03:31. The logs also revealed an excessive amount of "electrode off" error messages. No patient harm was reported. Investigation summary: the reported alarm failure was not confirmed. Log analysis revealed that the device functioned correctly, triggering a bradycardia alarm at 03:24, which ended at 03:31. However, the secondary issue was identified as frequent "electrode off" error messages during the same period. The root cause of these error messages remains undetermined. Nk provided the customer with the log analysis results as well as education and recommendations on troubleshooting the secondary issue. Ensuring proper placement, using new, properly stored and properly connected electrodes, in addition to verifying the device settings can help prevent "electrode off" error messages from being displayed in the future. Nk will continue to monitor and trend. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the zm transmitter: central nurse's station (cns): model #: pu-681ra. Serial #: (B)(6). Device manufacturer data: 06/12/2018. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Additional information: a1 - a6 patient information. B4 date of this report. B5 describe event or problem. B6 relevant tests/laboratory data. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the patient passed away while being monitored on the zm transmitter. It was reported that the central nurse's station (cns) did not alarm for a bradycardia when the patient dropped from 80 to below 20bpm. However, a review of the device logs verified that the device did alarm bradycardia at 03:24 and the alarm ended at 03:31. The logs also revealed an excessive amount of "electrode off" error messages.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the patient passed away while being monitored on the zm transmitter. It was reported that the central nurse's station (cns) did not alarm for a bradycardia when the patient dropped from 80 to below 20bpm. However, a review of the device logs verified that the device did alarm bradycardia at 03:24 and the alarm ended at 03:31. The logs also revealed an excessive amount of "electrode off" error messages. No patient harm was reported. Investigation summary: the reported alarm failure was not confirmed. Log analysis revealed that the device functioned correctly, triggering a bradycardia alarm at 03:24, which ended at 03:31. However, the secondary issue was identified as frequent "electrode off" error messages during the same period. The root cause of these error messages remains undetermined. Nk provided the customer with the log analysis results as well as education and recommendations on troubleshooting the secondary issue. Ensuring proper placement, using new, properly stored and properly connected electrodes, in addition to verifying the device settings can help prevent "electrode off" error messages from being displayed in the future. Nk will continue to monitor and trend. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the zm transmitter: central nurse's station (cns): model #: pu-681ra, serial #: (B)(6), device manufacturer data: 06/12/2018, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na.